Event description:
It was reported that the vns patient passed away. The cause of death was not provided. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
A sudep evaluation was performed by the manufacturer and based on the limited information available, the death has been determined to be possible sudden unexplained death in epilepsy (sudep). Per the department of vital records in the state the patient passed away in, the manufacturer is not eligible to obtain a copy of the patient¿s death certificate.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was sequelae of other accidents, other and unspecified convulsions, intracranial injury (unspecified), sequelae of intracranial injury, sequelae of unspecified injury of head.